Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 450 mg/dl.